Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A rotalink advancer with tubular drive shaft was selected for use. During the procedure, the device was damaged along with the burr and due to this event the procedure was cancelled. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A rotalink advancer was selected for use. During the procedure, the device was damaged along with the burr and due to this event, the procedure was cancelled. There were no complications reported and the patient was stable post procedure. It was further reported that the advancer did not function. The procedure was completed by using another same device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The body and handshake connection of the advancer were visually and microscopically examined. Per inspection of the device, there were no damages or defects being identified. Also, a functional test was conducted by using a test burr catheter during analysis as the burr catheter used in the procedure was not returned. When the test burr catheter was connected to the advancer, the advancer was connected to the rotablator console control system, and the foot pedal was pressed, the advancer was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. Product analysist could not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues using a test burr catheter, and clinical circumstances were unable to be replicated.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A rotalink advancer was selected for use. During the procedure, the device was damaged along with the burr and due to this event, the procedure was cancelled. There were no complications reported and the patient was stable post procedure. It was further reported that the advancer did not function. The procedure was completed by using another same device.